Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the implant slipped out of the prepared channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3638 serial/batch number (B)(6) was received for evaluation. The anchor was not returned for evaluation. The visual evaluation of the returned shaft and handle found no issues and no broken parts. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, specifically improper bone preparation and prying/leveraging. The complaint allegation was confirmed.